Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with compromised force sensor system alert. The blood glucose was unknown at the time of the incident. Customer was doing normal set change and got compromised force sensor system alert. The drive support cap appears normal. Customer advised to discontinue use of the pump revert to back up plan. The insulin pump will not be returned for analysis.